Event description:
It was reported that the subject device keeps flickering and then losing picture. The issue was found at preparation for use for an unknown procedure. A similar device was utilized to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device keeps flickering and then losing picture. The issue was found at preparation for use for an unknown procedure. A similar device was utilized to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. No device problem found. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.